Event description:
It was reported that during an unknown procedure, the device was clamped down, froze and could not open. It is unknown how the procedure was completed. It is unknown how the device was opened. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? It was between the 4th and 5th firing, it had been fired 4 times-all of the first times fired correctly, the fifth time it was fired, the instrument locked. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? I did not hear any unusual noise because nothing else happened. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? It was removed and taken off the table. We opened another clipper which worked fine. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. The jaws open and closed as intented. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.